Event description:
Perfusion sump suction device used to suction fluid within the heart has a metal coil in the tip. The ring got caught up in the mitral valve leaflets and had to be dismantled by the surgeon in order to be removed. No patient harm.